Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "ongoing issues with blood glucose (bg) values." Bg level not provided. Reportedly, the cause was unknown, however customer indicated bg levels have changed after switching insulin. Tandem technical support attempted to troubleshoot with the customer, however, customer declined to provide additional information regarding the issue.